Manufacturer narrative:
Health effect - clinical code-2348, health effect - impact code-2199. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, injury, memory loss, urinary frequency/polyuria, polydipsia treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), emergency room visit, and no treatment. The customer reported a blood glucose value of 660 mg/dl and a current blood glucose value was 148 mg/dl. The event involved product(s) mmt-1884, mmt-7040a, mmt-342, mmt-431a. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-431a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 02-nov-2024 and event dates of 01-nov-2024 and 31-oct-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 02-nov-2024 and event dates of 01-nov-2024 and 31-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Filled a test reservoir/infusion set with water. Removed all the air bubbles. Pump was programmed and run a 5-unit bolus. The test reservoir/infusion set was monitored, and no air bubbles were created. No air bubbles anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date of 02-nov-2024 and event dates of 01-nov-2024 and 31-oct-2024 in the formatted history file. Sensorerroralert (801) was found on: 10/30/2024 09:38:06.000 lostsensor1alert (780) was found on: 10/25/2024 00:56:00.000 10/25/2024 07:37:00.000 10/25/2024 08:35:00.000 10/25/2024 09:14:00.000 lostsensor2alert (781) was found on: 10/25/2024 01:18:00.000 10/25/2024 01:28:00.000 10/25/2024 07:54:00.000 10/25/2024 09:39:00.000 sensorsignalnotfound (796) was found on: 10/25/2024 02:02:00.000 10/25/2024 17:37:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Pump error 63 alarm (variableinfo = 15) was found on: 10/29/2024 16:29:22.000 11/09/2024 06:54:26.000 pump error 63 alarm (variableinfo = 15) was confirmed according in the formatted history file, suspected on hw. Insert battery alarm was found on: 10/29/2024 16:30:27.000, 10/29/2024 16:30:47.000 10/29/2024 16:32:04.000, 10/29/2024 16:32:26.000 10/29/2024 16:32:36.000, 10/29/2024 16:35:42.000 failed battery alert/battery failed alarm was found on: 10/29/2024 16:29:25.000, 10/29/2024 16:30:04.000 10/29/2024 16:30:41.000, 10/29/2024 16:31:58.000 10/29/2024 16:32:04.000, 10/29/2024 16:32:13.000 10/29/2024 16:32:27.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 15-nov-2024 at 3:01:59 pm. There was no power data available for the date of 29-oct-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (24.10 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for air bubbles anomaly was not confirmed. However, pump error 63 alarm (variableinfo = 15) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.